Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 570 mg/dl and current blood glucose value was 66 mg/dl. Customer reported that they had contacted their doctor regarding the high blood glucose level. Customer performed high pressure test and it passed. Insulin pump will not be returned for analysis.